Event description:
It was reported that a user experienced ongoing connectivity and pairing failures between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet system, with the responsible device not identified, resulting in intermittent loss of cgm data and the need to manually enter blood glucose values into the pump. Customer care provided support that included customer-guided troubleshooting on reconnection steps and sensor replacement. Investigation of this case revealed that the issue was transient and resolved or mitigated through standard troubleshooting without evidence of device malfunction in the pump. No clinical symptoms during the event reported. Outcomes included temporary interruption of automated glucose control without medical intervention or hospitalization. It was concluded that the event was a brief sensor communication issue addressed through user education and standard use practices.